Manufacturer narrative:
Data analysis: reviewing the imc logs, the console displayed a red "controller failure" alarm, confirming the complaint. The user rebooted the console and received the same alarm on the second boot. Further review of the logs indicates the cause of the alarms to be epm firmware corruption (see controllererror.jpg). The epm firmware was extracted from the console and compared to a reference file, confirming the presence of firmware corruption (see firmwarecomp.jpg). Device analysis: during testing in the pme ee lab, a red "controller failure" alarm was seen when the console was powered on, confirming the ability to reproduce the issue as described (see redalarm.jpg). The connectors and cables attached to the impellatronic and other associated circuit boards were checked, and no loose connections were found. When the console is powered on, both leds on the impellatronic were illuminated. The epm 5v and pmd 20v rails were measured at 5.02v and 20.15v respectively. Root cause: the root cause of the ¿controller failure¿ alarm was determined to be firmware corruption of the epm. Before returning the console to the customer, the following actions are instructed to perform: replace the impellatronic (0042-1115p) pcb due to epm firmware corruption. Perform a full functional check (0042-7316).

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
The complaints team was notifed by email from field service regarding a customer from a biomedical engineer reached out noting a controller error red alarm on a loaner console.